Manufacturer narrative:
Investigation from importer (arkray USA inc,, hereafter: arkray). Arkray notified the manufacturer (apex biotechnology corp., hereafter: apexbio) on 4 aug 2020 that they have received a customer complaint which was a MDR. Arkray received the complained meter and test strip (1 piece) on 21 aug 2020 and performed tests. Results were pass. Investigation from manufacturer (apexbio): apexbio performed venous blood test and control solution test for retain strips of complained lot of test strip after receiving arkray's notification. Results were pass. Apexbio received returned meter on 2 sep 2020 and performed functional test, venous blood test and control solution test for the returned meter with specific lot of retain strips. Results were pass. Apexbio performed additional moisture test to the desiccant in strip bottle. Results were acceptable.

Event description:
Caller got ready for day, and then she started shaking, and having hypoglycemia symptoms, so she checked her blood glucose and received a reading of 145. She did a control solution test that was in range. She called her granddaughter and called 911 and the ems came about 15 minutes later. They checked her blood glucose and it was 97, so they treated her with a glucose IV and within two minutes she stopped shaking. She then had her granddaughter take her to the hospital to get checked out. At the hospital, a few tests were performed, and they released her without any treatment of any sort. Caller also stated she has never felt like this before or experienced this before.